Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) was found in monitor only mode (ICD can detect arrhythmias but will not deliver therapy) when interrogated at a normal follow-up visit. The ICD was reprogrammed to monitor + therapy mode, and remained implanted at the time. Note: this information was received 'several months' after the event occurred. Note: the ventak prx physician's manual (cpi publication 352927) page 74 states: '...patients should avoid equipment or situations where their device would be exposed to strong (>10 gauss) magnetic fields.' This ICD falls under FDA safety alert FDA # n030/031-5. The physician was notified on 4/18/95.